Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unintended movement. It was reported this was a mitraclip procedure to treat grade 2 degenerative mitral regurgitation (mr). The steerable guide catheter and mitraclip delivery system (cds) were inserted. However, when steering with the m-knob, the clip went lateral instead of medial. The clip was not implanted and the cds was retracted without issue. A new cds was used without further issue. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: upon removal of the cds from the steerable guide catheter, a tear was observed on the clip introducer.

Manufacturer narrative:
All available information was investigated and the reported torn clip introducer was confirmed via returned device analysis. The unintended movement of sleeve steering issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported torn clip introducer and unintended movement of sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.